Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and arrythmia, have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's recent history of bacteremia which may have impacted coagulation factors as well as subtherapeutic inr are factors that may have contributed to the reported events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient underwent a pump exchange due to multi thrombi. It was reported that prior to the procedure, patient's ptt was 45-65 sec, inr of 2.5. On (B)(6) 2016 patient was given one dose of 500ie pbsp. Status of the patient is currently unknown. No additional information available.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 29 low flow alarms were logged around (B)(6) 2016. Additionally, a slight decrease to parameters below the normal operating range was noted starting 25 days before the event date. Analysis of the device revealed that the pump passed visual examination, functional testing and dimensional verification. Independent pathology report revealed evidence of thrombus within the pump. Additionally, multiple thrombi were found when the pump was explanted by the site which correlates with the decrease in power consumption seen in the log files; the most likely root cause of the inadequate flow rate can be attributed to an occlusion event that might have occurred due to the ingestion/formation of thrombus in the outflow graft as seen in the visual evidence provided by the site.  With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. There are clinical factors that could have contributed to formation of thrombus that include the patient's previous medical history, clinical condition, and related comorbidities. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.